Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Analysis: model: 9733560xom. Analysis: axiem emitter failure model: 9731203 analysis: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter was not communicating. The emitter details stated that both the axiem box and emitter were not communicating. There was a green line status to the axiem box in the set-up equipment task though. The emitter was not making any noise either. There was no patient present at the time of the event.